Event description:
It was initially reported by the physician that the pt showed high lead impedance with diagnostics test. Pt was programmed off and was referred to surgeon for a possible full revision surgery. Physician stated that the pt is doing great with vns and will need vns again. Pt could not feel stimulation and no manipulation or trauma was reported that could have contributed to the event. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.